Event description:
It was reported that during a pre radiation check on this cardiac resynchronization therapy defibrillator (crt-d) the field representative noted left ventricular (lv) lead pacing inhibited. Technical services (ts) discussed lv sensing and then lv pacing inhibited. Ts discussed options of troubleshooting to see if lv sided premature ventricular contraction (pvc) or lv oversensing. Ts was consulted and discussed reprogramming options. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a pre radiation check on this cardiac resynchronization therapy defibrillator (crt-d) the field representative noted left ventricular (lv) lead pacing inhibited. Technical services (ts) discussed lv sensing and then lv pacing inhibited. Ts discussed options of troubleshooting to see if lv sided premature ventricular contraction (pvc) or lv oversensing. Ts was consulted and discussed reprogramming options. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported. Additional information was received, the pacemaker with the left ventricular (lv) lead was oversensing, reprogramming was performed including turning lv sensing off which successfully corrected the pacing inhibition. This pacemaker remains in service. No adverse patient effects were reported.